Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed. Per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 6. The caregiver (cg) stated that a solution bag became disconnected during therapy. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm and advised to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg regarding the reported problem, it was revealed that she did not know how the solution bag might have fallen. The cg did not see any damage or anything unusual with the supplies. She said she always checks the connections. The cg said she talked to the hp's nurse and she did not have her come in or give her any antibiotics. The cg said that the hp was doing fine and had not had any complications. The cg said she manually drained the hp afterwards. No patient injury or medical intervention was reported.